Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the following: patient has been experiencing high bg's above 500 mg/dl, has been nauseous, throwing up, dizzy, and sleepy. The endocrinologist, told patient go to the ER but did patient did not. Patient has not been eating to try to control bg's and has been injecting insulin through needles and the pump. They injected insulin prior to calling back and had gotten bg's down to 239 mg/dl. .patient currently waiting for call back from physician. During troubleshooting, customer support found that the basal delivery totals do not match, due to patient's accessing programming., and attributed the excursion to an unspecified training misuse issue.